Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was in a motor vehicle accident in (B)(6) 2017. The patient had an appointment on (B)(6) 2017. Impedances were found to be normal, but different programming options proved unsuccessful. The physician performed an x-ray and determined that the lead had migrated. The patient was referred to another doctor to schedule a lead revision. The manufacturer representative made programming adjustments so that the patient could get some relief in the meantime. No symptoms or complications were reported.